Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t3-l5. Approximately 5 years post-op, it was found that the rod had fractured. The patient underwent a surgical procedure to remove the hardware. During removal it was found that the hardware had a galvanic response.

Manufacturer narrative:
Visually and optically confirmed rod broken. Optical examination of the surface near to the breakage did identify mas interface witness mark. Fracture surface examination noted damage to both sides of the fracture, with some indication of cyclic fatigue. Dimensional inspection of the rod both above and below rod breakage confirmed conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.